Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that twoonths after the dental implant was placed, in ada site #30 of the patient¿s mouth, non-osseointegration was observed. Overheating of bone, tongue pressure and peri-implantitis as well as poor bone quality were involved in this event. The implant was adjacent to an endodontic tooth. The device will be forwarded to the manufacturer for investigation. Patient reported bleeding, mobility and inflammation at time of event, no further complications were observed.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the clinician reported that two months after the dental implant was placed, in ada site #30 of the patient¿s mouth, non-osseointegration was observed. Overheating of bone, tongue pressure and peri-implantitis as well as poor bone quality were involved in this event. The implant was adjacent to an endodontic tooth. Patient reported bleeding, mobility and inflammation at time of event, no further complications were observe.